Event description:
The customer reported error code 1000. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported error code 1000. There was no reported patient involvement. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.